Manufacturer narrative:
Sc-8352-70 (sn (B)(4)): the complaint has been confirmed. All four proximal tails were peeled out from the proximal end of the silicone paddle head. Four of the proximal ends of the paddle lead were not returned. All (B)(4) cables and electrode welds are still intact. Additionally, the lead bodies were cleanly cut. The clean cut damage is a result of typical procedure damage and it is not considered a failure.

Event description:
A report was received that the trial patient had cellulitis. Symptom was redness at the surgical site. It was believed that infection was procedure related but not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspects medical device components involved in the event: model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted extensions were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the trial patient had cellulitis. Symptom was redness at the surgical site. It was believed that infection was procedure related but not device related. The patient was prescribed antibiotics and underwent an explant procedure.